Manufacturer narrative:
(B)(6). (B)(4). Product analysis: the set screw is damaged from what appears to be from cross threading. This is consistent with misalignment.

Event description:
It was reported that,intra-op, surgeon could not get set screws to go further than one thread even after reducing the rod. Though the screw did not look splayed but it would not take set screws for unknown reason. Surgeon had to back off the rod and replace screws. No fragments of the products remained in the patient the products came in contact with the patient. No patient complications were reported.